Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of our surgical lights ¿ blueline 30. As it was stated, the on-off switch and labels were damaged and the particles were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The initial reporter was hospital biomedical department. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 13th december, 2022 getinge became aware of an issue with one of our surgical lights ¿ blueline 30. As it was stated, the on-off switch and labels were damaged and the particles were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 13th december 2022 getinge became aware of an issue with one of our surgical lights ¿ blueline 30. As it was stated, the on-off switch and labels were damaged leading to the particles being missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. The on-off switch was replaced and the device was put back to usage. It was established that when the event occurred, the surgical light did not meet its specification as the on-off switch and labels were damaged, resulting in missing particles, what could be treated as technical deficiency and in this way the device contributed to the event. There is no information available whether the device was being used for patient treatment. During the investigation, it was found that in the past the reported scenario has never led to serious injury nor death. Subject matter expert at the manufacturing site informed that with limited information, it is very difficult to determine the exact cause of breakage of this on/off button. Therefore, the most probable causes are: impacts, collisions, important pressure applied (abnormal use). Inappropriate cleaning product. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks (blueline nu 0136102 en ed2b, pages 23-24, blueline nt 0136202 en ed.2c, page 10) we believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 13th december 2022 getinge became aware of an issue with one of our surgical lights ¿ blueline 30. As it was stated, the on-off switch and labels were damaged leading to the particles being missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.